Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and passed. Pairing test with (B)(4) bluetooth device and pass. Perform share log review and no issues were found. The complaint is not confirmed because the transmitter passed all testing. The reported event of a failed transmitter error was not confirmed. A root cause could not be determined

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.